Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va11mtb, implanted: (B)(6) 2016, product type: lead. Device analysis for the stimloc revealed the packaging was missing a part from kit. Only the stimloc clip was received with the cam missing. There was no damaged observed on the pivot that holds the cam. Note there was no fdr available for the stimloc.

Event description:
It was reported that during a parkinson's disease patient's deep brain stimulation (dbs) implant surgery the doctor found there was one part of the stimloc missing and that the doctor had to fix the lead by his own methods as a result. It was further reported the stimloc device was inspected prior to use and an abnormality was found and the device was not used as a result. It was noted there was no patient death and there was no impact on the patient&#55302;rom the event.

Manufacturer narrative:
Return date updated to reflect date the product was received. Was previously sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.